Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed an irritation due to the electrodes. There was no alleged device malfunction. The patient was recommended by physician to use a cortisone cream. The patient reported using the cortisone cream that did not help. The patient had removed the device for a period of time and reported that the irritation improved.